Manufacturer narrative:
A review of documentation, complaint history, device history record, documentation, drawing, IFU, manufacturing instructions, and quality control data was conducted during the investigation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows 3 nonconforming events. It should be noted there were no other reported complaints for this lot number. Visual inspection and functional testing of the returned device were performed. Based on the provided information, inspection of returned product, and the investigation, the root cause is reported as 'product use or handling related: user technique' at this time. Considering that the only three reported cases of this failure since (B)(6) 2014 have occurred within two weeks from the same customer, the cause of failure could be due to the physician's handling of the device or the production of this lot. It should be noted that, while the pressure is one possible explanation for the rupture, another possible explanation is that the physician applied force in some direction other than axially along the syringe pusher. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be sent upon conclusion.

Event description:
It was reported that during a lumbar vertebroplasty the osteo-force vertebroplasty injector device fractured during use. A second device was used and also broke. The medical team was able to disengage the plunger and manually push the cement out and a third device was used to completed the procedure. There was no reported injury to the patient. The device has been returned to the manufacturer for evaluation. No further information was provided.